Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 217 mg/dl. The pt then gave self two units of insulin through their pump. The pt's spouse found the pt unconscious later and used the suspect device to check the pt's blood glucose and spouse obtained a result of 20 mg/dl. Emt's were called and they treated the pt for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.